Event description:
The pt was involved in an automobile accident during an episode of hypoglycemia. The pt was hospitalized and sustained injuries necessitating the amputation of one leg.

Manufacturer narrative:
There is no reported pump malfunction. The pump was returned to animas for eval. Eval has not yet been completed.